Event description:
Subsequent to the initial MDR, additional information was provided on 11/17/2025. It was reported that the patient was discharged from the hospital on (B)(6) 2025 and was feeling fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling sick and was vomiting excessively. The patient¿s cgm was reading between 250-280 mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem mobi insulin pump. The patient called his doctor and was advised to go to the ER. At the ER, the patient¿s bg level was 792 mg/dl. It was not specified what the cgm was reading at this time. The patient was diagnosed with dka and admitted to the ICU. He was treated with IV insulin. Multiple unspecified tests were also done. The patient had been moved to a general hospital room by the time of report and was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.